Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation, if other specify, remedial action required, remedial action, imdrf annex a, g, b, c and d grids, manufacturer narrative. Omit: a140504 - inaccurate delivery (2339), g0405203 - clamp, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.